Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 09/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/22/2016 with the following findings: during investigation, all the keypad buttons responded appropriately to user input. The keypad cover was intact and removed to find no contamination under the keypad contacts. The pump was opened to find the keypad flex connector fully seated in the connector with the latch closed. Evidence of moisture was found on the keypad flex, connector. Unrelated to the original complaint, the audio bolus button cover was damaged/punctured and unresponsive during the investigation. The audio bolus button cover was removed to find the slug missing.